Event description:
It was reported that the programming tablet screen was acting up. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the company representative followed-up with the office and it was reported that the physician was not keeping the tablet plugged in with a good charge. As a result of not keeping the tablet plugged into a power outlet when not in use, the tablet would not hold a charge. After charging, it was functioning well.